Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Fse replaced the integrated electrosurgical unit (iesu) or erbe. The system was tested and verified as ready for use. The erbe was returned for failure analysis, and the reported failure (u-02 faults) was confirmed and reproduced. The unit was placed on an in-house system and was run in normal mode and error u-02 kept occurring on start-up.

Event description:
It was reported that prior to the start of a da vinci-assisted surgical procedure, robotic coordinator (roco) contacted intuitive surgical, inc. (Isi) technical service engineer (tse) and reported the integrated electrosurgical unit (iesu) or erbe encountered repeated u-02 faults. Tse had customer hard cycle the erbe and reseat cables, but faults persisted. Tse then had customer hard cycle vision side cart (vsc) and erbe, but issues still persisted. Tse asked if they had a secondary vision side cart (vsc) or third-party esu. Customer stated that they did not have any secondary towers available as they were running all seven systems today. Customer stated that they did have a third-party esu but did not have the energy activation cable. The procedure was completed as planned with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the e-100 had u-02 faults. Unknown if ports were placed. The procedure was completed robotically. Reporter was unable to confirmed if a third-party generator was used.